Event description:
It was reported, the pt's ipg was depleted because the pt was misinterpreting the signals for fully charged. It was reported surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.